Manufacturer narrative:
(B)(4). Section g4: the rt212 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject mr290v autofeed humidification chamber, provided as a part of an rt212 adult single heated breathing circuit was not available to be returned to f&p healthcare for evaluation. Additional information was requested but no response was provided by the healthcare facility. Our evaluation is based on the information provided by the healthcare facility, and our knowledge of the product. Results: the distributor reported that the subject mr290v vented autofeed humidification chamber was leaking water. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm the reported fault and determine the cause of the reported issue. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the rt212 adult single heated breathing circuit state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility in china reported via the china regulatory body that an mr290v autofeed humidification chamber provided as a part of an rt212 adult single heated breathing circuit, was leaking water before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.